Event description:
It was reported that the intraocular lens (iol) was explanted from the right eye. No medical or other surgical interventions were indicated. It was indicated the product will not be returned as it was discarded. The patient outcome was not provided. No further information is available.

Manufacturer narrative:
Patient information unknown; requested but not provided. Date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2017 and (B)(6) 2018. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Multiple attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.